Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. While ablating the left atrium, the patient became hypotensive and a pericardial effusion was noted via an ice catheter. A pericardiocentesis was performed to stabilize the patient and the patient was later discharged. There were no performance issues with any sjm device.